Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026, as the patient stated that she placed tubing in the notch prior to pulling back (cocking) the spring. The patient was treated with correction bolus via pump.